Event description:
While preparing to use a parker alpine patient lift, staff has found four (4) slings to have failed in the same manner, ie, the mesh webbing has separated from the edge of the lift sheet. The MFR was notified and the slings are being returned to the MFR for evaluation.